Manufacturer narrative:
Manufacturer¿s investigation conclusion: no specific device-related issues or adverse events were reported. The account communicated that no further information regarding the event could be provided. The device was not returned for evaluation. Although no specific adverse events or device-related issues were reported, heartmate ii left ventricular assist system (lvas) instructions for use (IFU) outlines the adverse events that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a transplant. No additional information can be provided and the pump will not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.